Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument black wiring beginning to fray and has part of wire sticking up. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the customer did not have additional information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. The was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.